Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter was giving an error 1 message. The complaint was reported to the FDA on the q3 asr. Further investigation of the complaint by customer service revealed that the issue was with a ot verio iq meter rather than a ot ultramini. Submitting a 3500a report for this complaint since it has been determined that the complaint was actually for a ot verio iq meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement meter has been sent to the customer.

Manufacturer narrative:
If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.